Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 401 mg/dl. The customer was treated with insulin pen for high blood glucose level. The customer reported that the insulin pump was not working. The customer changed the reservoir however, it was still not working. The insulin pump received no delivery alarm however, during troubleshooting it was found that the insulin exited and the it was found that the cannula was bent. The insulin pump will not be returned for analysis.